Event description:
Hcp reported pt presented with signs of infection including necrosis and drainage around ipg. Cultures were obtained. The ipg, lead and extension were explanted and IV antibiotics were administered. Hcp continues to monitor the infection. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent if additional information is received.

Event description:
Hcp reports the patient presented in december of 2005 with signs of infection including drainage and incisional wound opening along the catheter or lead track. A culture was obtained which produced staph aureus growth. The patient was treated with both IV and oral antibiotics. The hcp reports the infection has resolved.